Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape procedure performed on (B)(6) 2016. According to the complainant, the patient experienced severe chronic irritation and pain along the tape site, and the mesh was removed on (B)(6) 2017. It was also reported that the patient has a history of multiple allergies and sensitivities.